Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. After insertion, the patient experienced bleeding which he attempted to manage with first aid. The patient presented to the emergency department where the area was cauterized and glued shut. He was discharged the same day. At the time of the report, the patient was done fine. No product or data returned for investigation. However, a photo was provided for analysis. The complaint was confirmed based on photo. The probable cause could not be determined. No additional patient or event information is available.